Event description:
Information received at a medical conference indicates dehiscence was noted in three cases using robotic procedures to perform valve repair with the u-clips. In one case the surgeon concluded the dehiscence was not related to the product. Another incident he attributes to the u-clips. A third incident etiology is unknown. The surgeon did not provide information related to the surgical repairs.

Manufacturer narrative:
Analysis: unknown if the devices remain implanted. No product has been returned to medtronic for analysis and device specific information (manufacturing lot number) is unknown. Event was communicated to medtronic on 06/12/2006 at a medical conference. Subsequent follow-up with the hcp noted two cases of dehiscence that may be product related. The specific product problem was not reported to medtronic by the user at the time of occurrence. Additional information such as specific event dates, length of implant and patient information (gender, dob) has been requested. No details were provided by the hcp of how the repairs were done, or if the products were retrieved during the procedures. Findings from analysis by the surgeon show the rate of dehiscence with the u-clips is less than with traditional suture repairs. Conclusion: an exact cause has not been determined for the reported events. Medtronic continues to investigate.